Manufacturer narrative:
All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4).

Event description:
The surgeon reported that the tip of the microcatheter was severed while performing visco-dilation. The microcatheter separated from the device when retracting it from schlemm's canal. The entire device was removed successfully from the eye. A new device was successfully used to complete the case. The event did not result in any adverse impact to the patient.